Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had a partial seal. The doctor said that he felt he was not getting as good of hemostasis with the device while using the first generator in comparison to using device with the second generator. They said that they would activate the energy and the end tone would occur too quickly then the seal was inadequate and they would need to regrasp the tissue and activate energy again. The staff opened another box of the device and the surgeon reported it still felt it was not working properly. There was no patient injury.

Manufacturer narrative:
Evaluation summary: two device samples were received for evaluation. These devices have been used in the treatment or diagnosis of a patient. A review of product line item 10 lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned products met specification as received. Product line item 20 lot number is unknown and investigation could not determine if the product was within the assigned expiration date. Visual inspection found no defects. Functional testing was performed with the returned devices on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The devices were activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the devices to function normally and within specifications. The instruction for use (I fu) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.